Event description:
The customer reported obtaining erratic low wbc (white blood cell), rbc (red blood cell) and hgb (hemoglobin) results on one patient sample when using the coulter act diff 2 analyzer. Erroneous test results were not reported out of the laboratory. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found that the vic (vacuum isolator chamber) was not properly draining. The next day the fse returned to replace the waste pump (pm1) and waste filters resolving the issue. He verified that the baths and chambers were draining properly and that the instrument was fully functional without any further issues. Identified failure mode: failure mode is related to a defective waste pump (pm1) and filter which cause the vic to not properly drain. The failure mode identified is likely to impact complete blood counts/differential parameters due to contamination of the sample tube during aspiration or dilution of sample introduced into the wbc and rbc baths as a result of low vacuum failures. Product labeling was evaluated: beckman coulter, inc. Does not claim to identify every abnormality in all samples. Beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results based on the laboratory's patient population. All flagging options include reference ranges (h/l) action and critical limits, definitive flags, suspect flags, parameter codes, delta checks, decision rules and system alarms.